Manufacturer narrative:
Correction: the correct model # is ci24re (st); not ci24r (ca) as previously reported. Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed june 30th, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) for unknown reasons. The patient was reimplanted with a new device (date not reported). Additional information has been requested but has not been made available as of the date of this report, april 9, 2015.